Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that presented with dizziness and a review of the holter monitor noted a six second pause in pacing. The caller reviewed the strips and stated there were atrial spikes present; however, there were no ventricular spikes present. A boston scientific technical services consultant stated there could be oversensing which resulted in the pacing inhibition. The consultant discussed programming options for this patient. No adverse patient effects were reported.